Manufacturer narrative:
A reserved sample from the same cartridge lot number was tested and evaluated. No defect was found. No failures were observed during incoming inspection of this lot. A visual inspection, a force test and a leak test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: patient changed infusion set completely and cartridge and filled and primed, seeing insulin come out end. Patient reports woke up this morning, her blood glucose (bg) was 415 mg/dl and she vomited. Patient took injection about noon and felt better but bg was going up so she called animas, since she replaced the infusion set and tubing only and during prime no insulin came out. Patient took injection and is monitoring bg. Customer support (cs) had patient rechecked and currently bg is 284 mg/dl with new site, new cartridge and insulin seen come out of tubing with prime. Cs review found patient is not using room temperature insulin to fill cartridge, is cycling 3-5 times is filling cartridge 1 unit but normally does not fill cannula, and instructed on proper filling. Patient denies any issues with site. This complaint is being reported because a the patient experienced hyperglycemia subsequent to the use error of not filling the cartridge properly.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.